Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 02/20/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
The customer reported that over the past few weeks she has noticed an increase of coring medications (parts of the rubber stopper is getting sliced by blunt tip needles and being in medication syringes). They are small pieces but a risk of injecting these small pieces of rubber into patients is very possible. Some rubber parts are preventing easy withdrawal of medications from vials - while other are just floating around in the syringes.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct the date of event , brand name , finding codes,conclusion codes provided in the initial MDR [3014312726-2025-00040]. The previously reported date of event,brand name, finding codes,conclusion codes was incorrect. The correct date of event is 10 -feb-25.brand name -monoject, finding codes - 170 and conclusion code - 25. Scar 20241001 was initiated at the manufacturing site to track the investigation and application of corrective actions associated with the event. Corrective actions include optimization of sandblasting process and equipment, increase inspection sampling frequency, and update engineering drawings to clarify sandblasting requirements. Corrective actions were verified by inspection of 3 batchs produced after improvement implementation.